Event description:
Septra 20cc vial sent out attached to to 500cc d5w bag via binary connector. Pt and rn tried to force plug out in order to transfer drug into solution. Plug would not come out. Drug would not be mixed into solution.